Manufacturer narrative:
(B)(4): the implanted device remains.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a blow to the head, resulting in non-use of the device. The implanted device remains.